Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. During preparation the catheter and guidewire functioned normally. After insertion into the body the catheter spline array deployed to a "cobra" shape. The catheter was removed from the patient to manually readjust the splines to their correct position. Upon fixing the splines the wire got stuck in the catheter and the catheter was not able to deploy. An attempt was made to undeploy the catheter to release the wire, but this was not successful. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.